Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced abdominal pain. It was reported that the patient experienced fever, shortness of breath, hypotension, decreased oxygen saturation, tachycardia, hallucinations and delusions. An abdominal x-ray revealed fecal loading and gas. On (B)(6) 2022, the patient experienced a cognitive decline and peritonitis was suspected. After further review by the surgical team, peritonitis was diagnosed and the patient underwent unspecified abdominal surgery and an abdominal washout on (B)(6) 2022. At the time of report, the patient was slowly getting better and duodopa therapy was continued.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.